Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2010 and mesh was implanted. It was also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): concomitantly, the patient underwent a total hysterectomy with left salpingo-oophorectomy. It was reported that patient underwent mesh removal/revision on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent total hysterectomy with left salpingo-oophorectomy, posterior colpotomy due to chronic dysfunctional uterine bleeding, chronic pelvic pain, left ovarian cystic mass, pelvic pain, and pop. It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, bleeding, dyspareunia, vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.